Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. The patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a emdometrial ablation. It was reported that patient experienced mesh erosion post implantation of the sling. Patient underwent implantation of pelvisoft and desara device on (B)(6) 2008 and later on (B)(6) 2009.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. (B)(6). Additional narrative: it was reported that the patient underwent exam under anesthesia, exploratory laparotomy, lysis of bowel and ovarian adhesions, bso, abdominal paravaginal repair, cystoscopy, posterior repair, vaginal enterocele repair and a posteriorly placed acell on (B)(6) 2013 for recurrent ovarian cysts and symptomatic pelvic prolapse. It was reported that the patient underwent laparoscopic assisted sigmoid colectomy, with anastomosis, laparoscopic lysis of left abdominal and pelvic adhesions and laparoscopic guided fenestration of ovarian cysts x 2 on (B)(6) 2012 for recurrent sigmoid diverticulitis with persistent left lower quadrant abdominal pain. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and menometrorrhagia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat urinary stress incontinence, gaping introitus, 3rd degree cystocele with marked descended ureterovesical junction, small high 1st degree rectocele, cervis-parous, uterus- irregular 8 weeks size with only minimal uterine descensus. It was reported that the patient had the concurrent procedures of dilation and curettage, novasure endometrial ablation, hysterectomy and a tension free vaginal tape with an obturator approach and a cystoscopy. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2008 and at this time had repair of cystocele, rectocele, enterocele and hemorrhoidectomy.

Manufacturer narrative:
Date sent to FDA: 05/14/2016. Additional information: age at time of event, date of birth.